Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number : (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device did not mesh properly. No harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This medwatch is being filed to relay additional information. Review of the most recent repair record determined there was no problem found. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.